Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Evaluation confirmed the air in line alarms through a review of the event history log. Evaluation could not reproduce the air in line alarms while running the device with a loaded set. No component could be identified for causality.